Event description:
It was reported that the customer experienced an ongoing ¿high¿ blood glucose (bg) level. A specific bg value was not provided. The contact alleged a ¿pump failure¿ occurred, however, a root cause was not identified. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.